Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports associated with this event. Related MFR report# 1225714-2014-13280, 1225714-2014-13281, and 2937457-2014-02922. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.